Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 aneurysm rupture complaint is unconfirmed. The type iiib endoleak and additional surgical procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. It is unclear if the hole was preexisting or occurred during the open surgical intervention. It was noted that the right common iliac diameter was 8.9 mm diameter (should be 10-23mm) which is considered off-label. It is unlikely this contributed to the reported event. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2020, with an implant of an afx2 bifurcated stent graft and an afx vela suprarenal. On (B)(6) 2024, the patient was admitted to the hospital following an aneurysm rupture. Upon review of the patient's CT scan, a type iiib endoleak was suspected. Emergency open surgery was performed, confirming a hole in the afx2 bifurcated stent graft. The hole was sealed with adhesive, resulting in a reduction in the size of the aneurysm. The patient remains hospitalized, and their condition is currently stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.device remains implanted.